Event description:
It was reported that the device alert sounded, so the patient attended the clinic. Device interrogation showed an electrical reset occurred that deleted the device implant time and thus showed an incorrect longevity status. All parameters are "fine" and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. Analysis of the device memory indicated the electrical reset alert. An illegal address por was recorded on (B)(6) 2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.